Event description:
A us distributor contacted zoll to report that the patient developed a red, broken skin irritation from the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.